Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that a component of the unit was burnt. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged and a component on the printed circuit board (pcb) was burnt due to an open fuse. The pcb was replaced, and the unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/19/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found thermal damage on a component.